Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump history was incorrect. Reportedly, the pump basal history for (B)(6) 2017 showed that 0.183 units of basal had been delivered; however, the customer usually delivers a daily basal amount of approximately 15 units. Review of the pump data logs by tandem technical support confirmed the reported event. There was no impact to the customer's blood glucose level.